Event description:
Literature: derrey s, maltete d, chastan n, et al. Deep brain stimulation of the subthalamic nucleus in parkinson's disease: usefulness of intraoperative radiological guidance the stereoplan. Stereotact funct. Neurosurg. 2008;86(6):351-358. One pt suffered depression and attempted to commit suicide with benzodiazepine.